Event description:
The customer reported via phone call that they received a battery out limit alarm. The customer's blood glucose was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
All operating currents are within specification. No unexpected battery out limit alarm noted. The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.